Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with unknown date. The customer¿s blood glucose level was 600 mg/dl. The customer did experienced the symptoms such as pain. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.